Event description:
I'm writing this as a complaint about the dexcom g6 cgm adhesive and how much of a skin irritant it is. I had no issues until a couple months ago, and now with every sensor since then, I have experienced itching and small blisters upon removal. Until now, I haven't felt it was a big enough issue to really complain about, more of an irritation and inconvenience. Today, with my most recent sensor removal, I found massive blisters on my skin where the adhesive had contact. It is extremely painful. I have taken the steps to create a barrier to the adhesive for future applications, in hopes that I can continue to use the device without this associated adverse reaction. I do not think that this should be a necessary step. I have seen the list of "untested" suggestions on the dexcom website. This tells me that I am not the only one experiencing traumatic reactions. I am not sure what has changed in the last two months to cause this irritation when I had no issues from november 2019 through february 2020. I use other devices that require adhesive for attachment and have no reactions to those adhesives. I even use an adhesive cover to help keep the deacon g6 sensor in place and the irritation did not extend to where that cover met my skin. Because of the current trauma to my skin, I may experience scarring, and I am concerned about the risk of infection. FDA safety report ID# (B)(4).